Event description:
It has been reported that upon exam and x-ray eval, it was found that the patella had been displaced. During surgery it was found that 2 pegs had sheared off the patella- the pegs were subsequently removed from the cement mantle in the anatomic patella. Smaller patella was reimplanted.